Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel course error. There was unknown patient involvement.

Manufacturer narrative:
D3: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed. The customer¿s complaint was not verifiable. The pump came in with a third-party battery installed. Preventative maintenance was performed. The pump passed all performance verification testing. No issues were found.